Manufacturer narrative:
Date of event - estimated as the date was not provided. Implant date - estimated as the date of the implant procedure was not provided. Therefore, this date was set as 2 years prior to 2021 as it is known the implant was present for approximately 2 years prior to event.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Approximately two (2) years post index procedure, the patient had a tia. The device was analyzed and the closure device was still in place. There were no other complications reported.